Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. A complete lead was returned in one piece for analysis. No lead anomalies were found. Final analysis found no indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited a high capture threshold and a wide paced qrs, resulting in loss of capture. Upon repositioning, the rv lead exhibited high pacing impedance. The rv lead was not used and was replaced with a left ventricular (lv) lead on (B)(6) 2026. The patient was in stable condition.